Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Photos were received in support of the customer complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5014790. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure leaked after blood collection from crack in the side of the lower tube. There was a 35mm crack in two different tubes. No injury or medical intervention reported.